Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2016. The patient manages their diabetes with self-adjusted insulin. The patient reported developing symptoms of ¿weakness, shakiness and loss of balance¿. The patient was unable to recall the exact timing of events. The patient reported consuming more food and drink when they experienced these symptoms, no other medical treatment was reported. At the time of troubleshooting the cca verified that there was no misuse of the product and that the batteries did not need to be replaced. The patient also reported issues with meter set up and a communication issue with their insulin pump; however, both of these issue was resolved with troubleshooting. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.